Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, there was alleged damage to the suture sleeve by the suture wire noted after the left ventricular (lv) lead was already implanted. The lv lead remained implanted and the patient was in stable condition.